Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Blood glucose at the time of the incident is unknown. The customer explained that the screen was solid white with some lines and the notification light was flashing. The device was not bumped or dropped. The customer indicated the screen was not flashing when turning on after being in sleep mode. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments or partial display due to blank display.